Manufacturer narrative:
(B)(6). Date of implant: unknown date, 2012. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03287, 0001825034-2017-03295 and 0001825034-2017-03349.

Event description:
It was reported that the clinical patient underwent an elbow arthroplasty revision due to progressive loosening leading to a peri-prosthetic fracture, penetrating the cortex. The patient was revised to a distal srs system. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical product - unknown discovery ulna, part# unk lot# unk, unknown discovery humeral condyle kit, part# unk lot# unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03295 and 0001825034-2017-07288

Event description:
It was reported that the clinical patient underwent an elbow arthroplasty revision due to progressive humeral loosening leading to a peri-prosthetic fracture, penetrating the cortex approximately two (2) years post-operatively. The patient was revised to another distal srs system. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical product - unknown discovery condyles, cat#: ni lot#: ni. Reported event was confirmed by review of medical records. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the clinical patient underwent an elbow arthroplasty revision due to progressive humeral loosening leading to a peri-prosthetic fracture, penetrating the cortex approximately one (1) year post-operatively. The patient was revised to another distal srs system. Attempts have been made and additional information on the reported event is unavailable at this time.